Manufacturer narrative:
The field service rep found the fuse f3 holder damaged due to customer attempting to replace the f3 fuse with power on. He also found the power supply unit burned. The power supply unit was replaced. Verified analyzer performance by operating instrument with no further issues noted.

Event description:
User reports a very quick fire occurred while replacing a blown f3 fuse. The user did not power off the analyzer prior to trying to replace the fuse. The user did not followed product labeling, which provides instruction to perform a complete shutdown, switch off the instrument ensuring the main power supply switch is in the off position prior to replacing fuses on the instrument. User was not shocked, burned, or injured in any way. No pts were affected due to this issue.